Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implanting procedure when the right ventricular (rv) lead was connected to the implantable cardioverter defibrillator (ICD) it was noticed that there was oversensing. Rapid vs (ventricular sensed) events were seen. The set screw was checked, however the oversensing seemed like a set-screw issue. The rv lead was removed and tested and all testing was normal. The rv lead was then reinserted into the port of the ICD again and still the same noise. The noise was consistent and never went away. The device was then removed and not used. A new device was implanted instead which had no oversensing on the rv channel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.